Event description:
The event is reported as: complaint alleged: the respiratory therapist received a report that the number/dept markings on the endotracheal tube is coming off. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.